Event description:
This is a report of a patient who experienced an increased intra-peritoneal volume (iipv) event while on the homechoice (hc) during drain. It was reported that the patient was overfilled. There were no alarms noted during the event. The drain volume (dv) equaled 4600ml and the fill volume equaled 2700ml. An exchange of the hc was initiated and the patient was advised on the use of continuous ambulatory peritoneal dialysis until the new machine arrived. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. A device history review was performed and no abnormality was observed in the manufacturing of this device. The evaluation of the device could not confirm the reported condition. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. A review of the device logs could not confirm the reported event. The device was determined to meet functional and electrical performance specification requirements. An evaluation of the device was unable to duplicate the reported issue and a review of the service history revealed no issues that could have caused or contributed to the reported iipv event. Should additional relevant information become available, a follow-up report will be submitted.